Manufacturer narrative:
Qn#(B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " misfire/jamming - staples not firing". No patient harm or consequences reported. Another device was used to complete the procedure.

Event description:
It was reported " misfire/jamming - staples not firing". No patient harm or consequences reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first four staples were observed to be misaligned. The stapler was returned with 16 staples remaining in the cover block, indicating that at least 19 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple did not form properly. The second and third attempts at firing the stapler also yielded improperly formed staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the first four staples were observed to be misaligned. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple did not form properly. The second and third attempts at firing the stapler also yielded improperly formed staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample , allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.